Manufacturer narrative:
Also implanted in the patient, but not associated with this event.

Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. As the sheath was being advanced into the contralateral gate of the trunk-ipsilateral leg component, the sheath pushed the trunk proximally unintentionally covering the left renal artery. The physician pulled the trunk distally using an inflated balloon and uncovered the left renal artery. Then a sheath and an aortic extender were proximally placed, however, the physician failed to pull the sheath back before deploying the device. As the sheath was being pulled back from the deployed device, the device moved proximally covering the left renal artery. An attempt was made to pull the aortic extender back using a balloon as well as accessing the left renal with a wire, however, both attempts failed. Final angiography showed very little blood flow to the left renal artery. The right renal and right kidney appeared to be functioning well. The surgeon made the decision to wait and watch the patient.